Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a third party service technician evaluated the ventilator and found a defective turbine that would not cycle. The unit was also failing the checkout leak test. As a resolution, the turbine was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the laptop 1150 ventilator which had a defective turbine that would not cycle. Furthermore, there was no information regarding patient associated with the event.